Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d scope was visually inspected. It was noted the handle, shaft, and umbilicus had signs of white residue that could be flaked off. No evidence of any damage was observed on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. Witness marks were observed on the pads of the umbilicus connector, indicating it was connected to a controller. The elevator was tested for actuation using the thumb lever on the handle; no issues were observed. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live, clear image was displayed. No issues were observed with the image. Articulation of the tip was performed using the control knobs on the handle, and no changes to the image were observed. The elevator was actuated with no issues using the thumb lever on the handle. The umbilicus was manipulated by rotating the connector at the controller, applying tension to the cable, and stressing the strain reliefs at the connector and the handle; no issues were observed with the image. The handle was opened to visually inspect the repeater button at the top of the handle, and the electronic components routed through the bottom of the handle; no visual defects were identified. Fluid residue was noted along the edges of the handle halves, however, no residue or problems with the internal components were observed. A product labeling review identified that the device was used per the directions for use (dfu) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. **additional information based on updated device analysis completed on march 8, 2024** during returned product analysis, no problems were observed with the returned scope. However, the controller used during the event was returned and was confirmed to have visualization issues when tested by the supplier with an exalt model d scope. Residue was observed in the controller receptacle, where the scope umbilicus is plugged in for use, which likely contributed to a connection issue and the resulting imaging issues. The residue is likely a result of a lack of, or improper, cleaning of the controller. With all the available information, boston scientific concludes the probable cause of the reported event was determined to be unintended user error caused or contributed to event, which indicates that problems were traced to improper routine or preventive maintenance. Block h11: block b5: correction.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat biliary issues performed on (B)(6) 2023. During the procedure the monitor displayed the 'scope error' message. The physician removed the scope and completed the procedure with a new exalt model d scope. There were no reported patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat biliary issues performed on (B)(6) 2023. During the procedure the monitor displayed the 'scope error' message. The physician removed the scope and completed the procedure with a new single-use scope. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d scope was visually inspected. It was noted the handle, shaft, and umbilicus had signs of white residue that could be flaked off with tweezers. No evidence of any damage was observed on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. Witness marks were observed on the pads of the umbilicus connector, indicating it was connected to a controller. The elevator was tested for actuation using the thumb lever on the handle; no issues were observed. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live, clear image was displayed. No issues were observed with the image. Articulation of the tip was performed using the control knobs on the handle, and no changes to the image were observed. The elevator was actuated with no issues using the thumb lever on the handle. The umbilicus was manipulated by rotating the connector at the controller, applying tension to the cable, and stressing the strain reliefs at the connector and the handle; no issues were observed with the image. The handle was opened to visually inspect the repeater button pcba at the top of the handle, and the electronic components routed through the bottom of the handle; no visual defects were identified. Fluid residue was noted along the edges of the handle halves, however, no residue or problems with the internal components were observed. A product labeling review identified that the device was used per the directions for use (dfu) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. During returned product analysis, no problems were observed with the returned scope. However, the controller used during the event was returned and was confirmed to have visualization issues when tested by the supplier with an exalt model d scope. Residue was observed in the controller receptacle, where the scope umbilicus is plugged in for use, which likely contributed to a connection issue and the resulting imaging issues. The residue is likely a result of a lack of, or improper, cleaning of the controller. With all the available information, boston scientific concludes the probable cause of the reported event was determined to be cause traced to maintenance, which indicates that problems were traced to improper routine or preventive maintenance.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat biliary issues performed on (B)(6) 2023. During the procedure the monitor displayed the scope error message. The physician removed the scope and completed the procedure with a new single-use scope. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.